Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 60cm from the hub. The fractured faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities to the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. An 8mm x 3.50mm nc quantum apex¿ balloon catheter was selected. As the device was removed from the packaging, the shaft of the catheter broke while outside the patient's body. The procedure was completed using a different nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was fine.